Event description:
It was reported that an endovascular stent graft was deployed in the distal portion of an av graft (upper arm) without difficulty. After deployment, it was observed on fluoroscopy that the stent graft had migrated, distally, approximately 6 to 8 cm. The physician advanced a pta balloon catheter into the stent graft and moved the stent back to it's intended position. The stent graft was post-dilated and wall apposition was attained. Then a bare metal stent was advanced and implanted in the distal portion of the stent graft. The desirable wall apposition was achieved with the bare metal stent. There was no injury to the patient.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The delivery system was discarded by the user facility and the stent graft remains implanted; therefore, not available for evaluation. However, images of the implant procedure were received and evaluated. In all images, the stent graft appears to be in the same location. A review of the available images could not confirm the reported movement of the stent graft. Therefore, based on the film review, the result of the investigation is inconclusive. It was unknown if the patient and or procedural factors contributed to this event. The root cause is unknown. The current instructions for use (IFU) states: careful attention of the operator is warranted to mitigate the potential for distal migration of the stent graft during deployment. After deployment of approximately 15 mm of the stent graft, wait a few seconds to allow the distal end of the stent graft to fully expand. During deployment of the stent graft, the entire length of the delivery system should be kept as straight as possible in order to mitigate the potential for distal stent graft misplacement. Post dilation of the stent graft must be performed with a pta balloon catheter indicated for post dilation of stents that has the same diameter as flair endovascular stent graft body diameter.